Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol cap008, complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that the tip of the dilator was burred and became impossible to advance further during treatment of superficial femoral artery (sfa) with a contralateral approach from groin in a patient with calcified vessels. It was replaced with another ansel sheath and the procedure was completed without problems. There were no injuries or additional medical intervention reported.